Event description:
It was reported that the customer was hoapitalized with high blood sugars. Troubleshooting revealed the customer changed set the day prior to the incident. Customer was not feeling well and will callback for further troubleshooting when customer is feeling better.